Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, when the physician removed the suture from the stent, the pigtail of the device detached inside the patient. The detached portion was removed cystopically during this procedure using forceps. No portion of the stent remained inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during a polaris ultra ureteral stent placement procedure, when the physician removed the suture from the stent, the pigtail of the device detached inside the patient. The detached portion was removed cystopically during this procedure using forceps. No portion of the stent remained inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'good.'

Manufacturer narrative:
The reported event of pigtail torn. Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned polaris ultra ureteral stent revealed that the bladder pigtail was detached. The detached portion was not returned for analysis. Most likely, unstated procedure and possibly clinical factors contributed to the event, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.